Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient felt her shoulder twitching and system evaluation revealed a lead safety switch (lss) had been triggered on the atrial channel due to a pacing impedance measurement greater than 2000 ohms. The lss changes the pacing configuration from bipolar to unipolar which was causing the stimulation. The pacing configuration was reprogrammed back to bipolar and testing confirmed normal results. Two months later, the lss occurred again and the pacing configuration was reprogrammed a second time back to bipolar. The caller reported there was no pacing in either chamber. A boston scientific technical services consultant instructed the caller to program unipolar pacing and bipolar sensing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.